Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that stored electrocardiograms noted non-sustained right ventricular oversensing alerts due to loss of capture from the right and left ventricular leads. It was also noted that the patient was experiencing phrenic nerve stimulation from their right ventricular lead. The left ventricular lead was reprogrammed. On (B)(6) 2019, the patient presented for right ventricular lead repositioning. During the procedure, the helix would not extend so it was explanted and replaced. Patient was stable.